Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed with the slide insert in its expected location. No damages or defects were found with the needle mechanism that would cause the cannula to retract. No problems were found regarding the needle mechanism failure. The exposed portion of the soft cannula was observed to be torn and shortened. It is unknown when or how this damage occurred.

Event description:
The device was returned and evaluated. No evidence of needle mechanism failure was found; however, a damaged cannula was observed, though the timing and cause of damage remain unknown.